Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s921usqs5czd2. Hardware: sm-s921u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6), 2026, the patient experienced elevated blood glucose levels after approximately three days of pod wear on the arm. Blood glucose was reported to have increased to 550 mg/dl. No specific symptoms were reported. The patient was subsequently admitted to the hospital with a diagnosis of diabetic ketoacidosis. Treatment during hospitalization consisted of insulin infusion, and the patient was monitored every 4 hours until blood glucose levels stabilized. At the time of reporting, the patient remained hospitalized, without anticipated discharge date provided. It was further noted that upon pod removal, insulin appeared to have leaked into the adhesive and the cannula was observed to be bent. No further information was provided despite multiple good-faith efforts for additional details.